Event description:
It was reported that the patient with this right ventricular (rv) lead had suspected infection. The patient reported a rash under the left arm since the device and lead replacement. There were no additional adverse patient effects reported. The rv lead remains in service.